Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the customer was unable to charge the pump using the tandem-provided wall power adapter and usb charging cable. The customer's blood glucose level was 410 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.